Event description:
It was reported that the device was removed due to infection; onset of the infection was in 2007. The patient experienced fever, swelling, bloody drainage, pain and incisional wound opening. The incision was expressed a number of times and a binder was applied over the area and the incision covered with steristrips and gauze. The primary source of the infection was the device pocket which was cultured; staph aureus and e. Coli were isolated. The patient did not have meningitis. The patient was treated with intravenous antibiotics and total device system explant 4 days later. The pump contained lioresal 2000 mcg/ml at a daily dose of 770 mcg/day; the dose was not titrated prior to explant. The patient subsequently experienced baclofen withdrawal with symptoms of hyperhydrosis, trembling, increased spasticity and inability to sleep and was airlifted to another hospital where he was hospitalized in the intensive care unit for one week. The patient has the risk factor of extreme thinness. The infection resolved.

Manufacturer narrative:
Final device analysis reveals no anomaly found - normal device function.